Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified that chassis was broken and the mechanism would not recognize the proximal test. The pump mechanism assembly was replaced. The circuit boards were inspected. The device was calibrated. The air-in-line sensor, alarm, battery, display, door ajar, keypad, lock switch, patient side occlusion, rate accuracy, self test/power, upstream occlusion, and final vision inspection tests were performed and passed. The root cause for the reported event was determined to be the pump mechanism malfunction due to aging. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was unable to configure. There was no report of patient involvement. No additional information is available.